Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During implant, the stylet was attempted to advance down the lumen of the right ventricular (rv) lead but was unsuccessful. A new rv lead was used to resolve the event. The patient was stable with no consequences.